Event description:
It was reported that the ng tube leaked from where it connects to the tubing.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿lopez valve not press-fit correctly into the tube¿ with a potential root cause of ¿lack of instructions to assembly operation¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "6. Do not inject fluid through the prevent filter as this may result in blockage and leakage of filter."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the ng tube leaked from where it connects to the tubing.